Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had a blank display. The customer stated the display would go blank after battery changes. Customer reported the blank display persisted with the last four battery changes. The customer's blood glucose was unknown. The customer did not report any damages to the insulin pump. Customer will be sent a replacement battery cap. The customer declined to return the insulin pump for analysis.